Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) has non-functional therapy electrodes (tes).

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non functional) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open pulse wire could not be positively identified. No adverse event resulted from the open pulse wire.